Event description:
Patient had experienced increased pain on (B)(6) 2014 and was awakened with severe withdrawal in the night around 1am and taken to the e.r. (Emergency room). Motor stall was noted in event logs with no motor stall recovery. Per reporter patient had several motor stall in the last few days with recoveries except for the last motor stall that occurred on the morning of (B)(6) 2014 that had not recovered and it had been over 24hours. The initial motor stall in the logs was (B)(6). It was stated that the pump was replaced as of the date of this report. The cause of the recurring stalls was unknown. Drug delivered via the device was morphine. Following replacement patient status was reported as receiving effective therapy and was in good spirits.

Event description:
Additional information: patient had experienced symptoms of nausea, vomiting, tremors, confusion/disorientation and sweats. Per healthcare provider, patient status was stable/improved receiving effective therapy.

Manufacturer narrative:
(B)(4). Analysis of the received pump revealed motor/gear train anomaly/corrosion and-or wear and-or lubrication and stall due to gear w heel 3 (moisture and corrosion noted).

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.